Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose was 6.7 mmol/l. Caller stated that the sensor was not working correctly, the customer's sensor was giving incorrect readings and was alarming calibration error. Nothing further was reported.